Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image quality was poor on the camera head. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h4, h6, h11 the device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. There is no information on equipment inspection by the repair department, and it is unknown if there are any reproductions of phenomena pointed out by the customer or new failure events identified during the inspection. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image quality was poor on the camera head. There were no reports of patient harm.